Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead was returned in segments, analyzed, and connector issues were observed. It was also noted that the distal conductor was distorted, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing environmental stress cracking breach/breach (non-electrical), and the outer insulation had a cosmetic depression. Visual analysis revealed that there was intermittency between the pin and cap on the is-1 connector.

Event description:
It was reported that the lead was fractured. Noise and sensing issues were noted with the lead. The lead was explanted and replaced. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.